Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with reflin injection 1gm (route, frequency, and duration not reported), tobramycin injection 40 milligrams (route, frequency, and duration not reported), and heparin injection 1000 international units/bag (route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was reported that the patient was recovering from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.